Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). As sufficient sample material remained, further investigation was not possible. The investigation was not able to determine a specific root cause. No product problem was found.

Event description:
There was an allegation of questionable elecsys cmv igm and elecsys cmv igg results from one patient from the cobas e 801 module. This medwatch is for the elecsys cmv igm assay. Refer to the medwatch with a1 patient identifier (B)(6) for the elecsys cmv igg assay. Sample 1 (B)(6) 2025) at 10 weeks of pregnancy: the elecsys cmv igm result was 0.38 coi with a data flag (negative). The elecsys cmv igg result was 0.150 u/ml with a data flag (negative). On (B)(6) 2025, the diasorin liaison cmv igm result was 23.1 ua/ml (positive). The diasorin liaison cmv igg result was 48 ua/ml (positive). The diasorin liaison cmv igg avidity result was 0.0493. The vidas biomérieux cmv igg result was <6 ua/ml (greyzone/equivocal). On (B)(6) 2025, the repeat elecsys cmv igm result using reagent lot 848029 was 0.40 coi (negative). Elecsys cmv igg result using reagent lot 836250 was 0.150 u/ml with a data flag (negative). Sample 2 (B)(6) 2025) 19 weeks of pregnancy: the elecsys cmv igm result was 2.72 coi. The repeat result was 2.67 coi (positive). The elecsys cmv igg result was 10.8 u/ml. The repeat result was 10.6 u/ml (positive). On (B)(6) 2025, the diasorin liaison cmv igm result was 25.4 ua/ml (positive). The diasorin liaison cmv igg result was 155 ua/ml (positive). The diasorin liaison cmv igg avidity result was 0.0797. The vidas biomérieux cmv igg result was 43 ua/ml (positive). The vidas biomérieux cmv igg avidity result was 59 %. Sample 3 (B)(6) 2025) 27 weeks of pregnancy: on (B)(6) 2025, the diasorin liaison cmv igm result was 30.1 ua/ml (positive). The diasorin liaison cmv igg result was 180 ua/ml (positive). The diasorin liaison cmv igg avidity result was 0.156. The vidas biomérieux cmv igg result was 108 ua/ml (positive). The vidas biomérieux cmv igg avidity result was 74 %.